Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose level was over 600 mg/dl at the time of the incident. The customer's other blood glucose values were 313 mg/dl, 460 mg/dl, 458 mg/dl, 506 mg/dl, 307 mg/dl, and 327 mg/dl. The customer reported tiny air bubbles along the tubing length. The customer was assisted in troubleshooting for her high blood glucose. The customer was alleging that the insulin pump was under delivering. The infusion set had bent cannula. The customer was assisted in performing displacement test; however test results showed no reservoir detected. The customer was also assisted in performing high pressure test but she received insulin flow block alarm. The customer was treated with manual injection as well as insulin pump for her high blood glucose. The insulin pump will not be returned for analysis.